Manufacturer narrative:
Concomitant medical products: 6943 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.